Manufacturer narrative:
As a result of this malfunction, the potential for surgical intervention exists to preclude permanent damage to a body structure or permanent impairment of a body function as evidenced by previous reported events with similar files. This report is for the first device. A DHR review was conducted with no discrepancies noted.

Event description:
It was reported that a doctor broke two files in the same patient, same tooth. Neither broken piece could be retrieved and both were incorporated into the filling.